Manufacturer narrative:
Per tandem¿s t:slim user guide: do not expose your pump, transmitter, or sensor to: x-ray or other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was subjected to x-ray radiation and roller coasters. The customer's blood glucose level was 131 mg/dl. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The contact reported that the pump would continue to be used for insulin therapy.